Manufacturer narrative:
Batch review performed on 14 february 2018: lot 173489: (B)(4) items manufactured and released on 26 september 2017. Expiration date: 2022-09-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to femur bone fracture after 13 days from the primary. The surgeon cabled the fracture and revised the stem and head.